Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 318 mg/dl, which was treated with manual injection. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital and did not contact healthcare professional. Customer had no symptoms of high blood glucose. Customer reported that drive support cap appeared normal. Customer states that her blood glucose is normally between 200 mg/dl and 400 mg/dl which is why there was no symptoms. Customer disconnected from insulin pump the night prior to call which is why blood glucose was high. Customer was advised to contact healthcare professional for settings.